Manufacturer narrative:
Corrected information was provided in d10 (concomitant product), and e1 section (initial reporter). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (hemodynamic instability) was not determined due to insufficient clinical details. Since data logs were not available for investigation and no defects were found on the returned pump, the cause of the false alarm could not be determined.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the removal of "device sensing issue" code as placement signal waveform was noted to be appropriate and addition of "false alarm" as positioning was confirmed but were getting positioning alarms. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. The clinical rationale was updated, corrected and captured in b5 (event description). Correction. D1 brand name was corrected accordingly.

Event description:
An impella cp was inserted percutaneously via the right femoral artery access in a 76-year-old male patient for acute myocardial infarction, cardiogenic shock (pre support scai stage d), and severe lm trifurcation disease in which patient was intubated. The patient¿s comorbidities were unknown. Due to hemodynamic instability, the impella cp was placed prior to pci. Pci was performed using right-sided access with a 7 fr x 30 cm impella companion sheath, treating the lad and lcx with coronary angioplasty, stent placement, and thrombectomy. Following the procedure, the patient was transferred to ICU on support. The next day, intermittent console alarms indicating ¿impella in aorta¿ and ¿impella in ventricle¿ were observed without any repositioning or patient movement. Imaging with echocardiography revealed the impella inlet was positioned across the aortic valve with pulsatile motor current. The false alarm had no consequence on the device performance (p-4, 2.4 l/min) and the patient remained clinically stable during the event. Later the same day, due to subsequent clinical deterioration, the patient required escalation of therapy and underwent placement of ECMO and impella 5.5 device followed by explant of impella cp device. The patient survived at the time of impella cp explant, and no direct patient harm related to the device was reported. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp was inserted percutaneously via the right femoral artery access in a 76-year-old male patient for acute myocardial infarction, cardiogenic shock (pre support scai stage d), and severe lm trifurcation disease in which patient was intubated. The patient¿s comorbidities were unknown. Due to hemodynamic instability, the impella cp was placed prior to pci. Pci was performed using right-sided access with a 7 fr x 30 cm impella companion sheath, treating the lad and lcx with coronary angioplasty, stent placement, and thrombectomy. Following the procedure, the patient was transferred to ICU on support. The next day, intermittent console alarms indicating ¿impella in aorta¿ and ¿impella in ventricle¿ were observed without any repositioning or patient movement. Imaging with echocardiography revealed the impella inlet was positioned across the aortic valve with pulsatile motor current. The intermittent placement signals had no consequence on the device performance (p-4, 2.4 l/min) and the patient remained clinically stable during the event. Later the same day, due to subsequent clinical deterioration, the patient required escalation of therapy and underwent placement of ECMO and impella 5.5 device followed by explant of impella cp device. The patient survived at the time of impella cp explant, and no direct patient harm related to the device was reported. The impella cp will be conservatively reported for hemodynamic instability but without consequence to the patient or known adverse events.

Manufacturer narrative:
A1: added product malfunction, this was omitted in the initial in error. D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.